Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered the incorrect basal settings into the pump without speaking with a healthcare provider. Subsequently, the customer¿s blood glucose (bg) level lowered below 40 mg/dl, and the customer went to the emergency room (ER). The customer was disconnected from the pump for 6 hours and consumed juice to treat bg level. The customer was released from the ER 12 hours later. Upon being released from the ER the customer¿s bg level was in the ¿upper 100 mg/dl¿ range.